Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said they noticed yesterday they were getting an error on their left side dbs therapy app, neurostimulator is providing less than required therapy service code 1703. Patient said they had been using a specific number and were trying to use a higher amplitude when it happened. Worked with patient to try to use their equipment and patient reported seeing: out of range, call your clinician, service code 1098. Patient tapped continue and the message went away they were able to reduce the number but could not increase. Reviewed oor meaning. Redirected to their doctor. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Pt said their followup appointment is not until (B)(6).

Manufacturer narrative:
Continuation of d10: product ID: b35200, serial# (B)(6), implanted: (B)(6) 2025, product type implantable neurostimulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). Hcp reported that the cause of out of range message is still unknown.